Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (medical device problem code, type of investigation, investigation findings) keeping UDI partial in emdr (B)(4) as serial number is unavailable.

Manufacturer narrative:
Corrected fields: e1- event site telephone, h6-medical device problem. Updated fields: b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) & h11. Event summary & root cause evaluation: it was reported through the emergency support program (esp) that during use the cs300 intra aortic balloon pump (iabp) had unable to calibrate fo sensor alarm. There was no harm or injury reported. Savannah, sicu rn, called for assistance with an unable to calibrate fo sensor alarm. Savannah reported there are no kinks in the line and all connections are secure and appropriate. The patient is on va ECMO. Screenshot revealed a narrow pulse pressure of 14 with a map in the low 60s. Esp personal explained the nature of the alarm and had savannah invoke a calibration which was not successful. Esp personal suggested they switch over to the transducer, but they were unable to zero due to no pressure cable. Justin, savannah's, colleague reported that this cs300 console was from another hospital, so they did not have any extra cables. They switched over to their own cardiosave console with esp assistance and were able to re-calibrate successfully. Savannah and justin were appreciateive of the support and have esp number for any other questions. Based on the information provided by esp personal, customer switch over the pump console from cs300 to cardiosave with esp assistance and were able to re-calibrate successfully. However, since no part was replaced or returned for evaluation, the root cause could not be determined.

Event description:
N/a

Manufacturer narrative:
Additional initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use in which cs300 intra-aortic balloon pump (iabp) was unable to calibrate iab optical sensor alarm. There was no harm or injury reported.